Event description:
Device 1 of 2. Reference MFR report # 1627487-2015-00044. The patient was implanted with two percutaneous leads from different lots. It was reported, the patient's scs system was explanted due to an unpleasant sensation in her legs. The discomfort was reportedly present regardless of the stimulator's function.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.